Event description:
The clinic reported that a laser vision correction patient presented with flap striae in both eyes two days post treatment. Edir (elevation, debridement, irrigation, repositioning) was performed. Contacts were placed on both the eyes. There was no loss of of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.